Event description:
After the balloon dilated the lesion, an attempt was made to deflate the balloon, but it was unsuccessful. The indeflator was exchanged for a 20cc syringe, and the balloon deflated a little, which allowed the balloon to be removed from the pt. No additional info was available.